Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 175 mg/dl while the sensor glucose reading was 65 mg/dl. The customer stated that she woke up with a low alert. The customer did not calibrate on sensor alert. The product was not returned for analysis.